Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for a 37-year-old female patient. The following results were provided: initial result = 6.3 mg/dl, repeat results = 2.0 mg/dl, 2.0 mg/dl, 2.1 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative determined the cause for the alinity c processing module was the tubing, peristaltic head (rohs) and the tubing, peristaltic head (rohs) was replaced. The alinity c processing module function was verified with a control run. The issue was considered resolved with the replacement of the tubing, peristaltic head (rohs). Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the tubing, peristaltic head (rohs) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for a 37-year-old female patient. The following results were provided: initial result = 6.3 mg/dl, repeat results = 2.0 mg/dl, 2.0 mg/dl, 2.1 mg/dl. No impact to patient management was reported.